Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of about 70 mg/dl on the advantage system compared back to back with a result of 40 mg/dl on the emt's system when testing was performed within 10 minutes. Reported indicated that the customer began feeling hypoglycemic symptoms before the emts were called, and she was given orange juice. Reporter stated the emts treated the customer with a glucose and saline treatment. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.